Event description:
Reason for original complaint.- litigation papers allege patient has been experiencing severe pain and unevenness of leg since the surgery. Doi: (B)(6) 2010 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Even though part/lot information was provided it is unclear what products are at issue as the patient has not been revised therefore the product page will be left as unknown until further information is received. Records are available for further review. Update 5/15/15-pfs and medical records received. After review of the medical records for MDR reportability, the unknown hip is being changed to an acetabular liner. A femoral head is being added. The stem isn't being added at this time for leg length discrepancy as the patient still hasn't been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).